Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration follow up performed due to evaluation material upon receival.

Event description:
Loss of osseointegration follow up performed due to evaluation material upon receival.